Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and catheter. The pipeline was found fully opened; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a right internal carotid c4 saccular aneurysm measuring 22mm. During the pipeline deployment, it was reported that the pipeline would not fully open after it was released from the capture coil. The entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.